Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology leaked through the valve. The following information was provided by the initial reporter: "it was reported that: (catheter IV safety winged with multiguard 18gax1.25in cathena)they do not thread after a blood flash has been seen and the valve often leaks. Event description per attached email states: these new catheters are extremely difficult to use. They do not thread after a blood flash has been seen. The failure rate with these catheters is high. The valve often leaks. When attempting to draw labs (especially on pediatric patients) the valve prevents this and results in a second invasive procedure on a child. This is a dramatically inferior product. Questions/inquiries related to 18gax1.25in cathena. -no device(s) retained? Photos of product? Photos of boxes/packaging? -incident date? What day was this issue recorded/discovered? -is representative sample (unused product from same lot) available?"

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology leaked through the valve. The following information was provided by the initial reporter: "it was reported that: (catheter IV safety winged with multiguard 18gax1.25in cathena)they do not thread after a blood flash has been seen and the valve often leaks. Event description per attached email states: these new catheters are extremely difficult to use. They do not thread after a blood flash has been seen. The failure rate with these catheters is high. The valve often leaks. When attempting to draw labs (especially on pediatric patients) the valve prevents this and results in a second invasive procedure on a child. This is a dramatically inferior product. Questions/inquiries related to 18gax1.25in cathena: no device(s) retained? Photos of product? Photos of boxes/packaging? Incident date? What day was this issue recorded/discovered? Is representative sample (unused product from same lot) available?"